Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patient was not on prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. A lotus introducer sheath was placed and then a 27 mm lotus edge valve was implanted successfully into proper anatomical location. During the index procedure the patient developed left bundle branch block. No diagnostic test was performed, and no action was taken to treat the event. At the time of reporting, the event was considered to be not recovered. Six days post index procedure, the patient was discharged on other anticoagulant.